Event description:
Implant placement date and implant removal date unknown. Loosening of implant not related to bone ingrowth was verified. According to the information, the patient is healthy. Observed during the event: mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.